Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was delivering an unspecified chemotherapeutic agent at an unspecified rate. After an unspecified length of time, the nurse entered the patient's room and noted that the delivery was complete as expected. At this time, it was noted that approximately 4-5 inches of air was in the tubing below the cassette. No audible alarm was reported. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.